Event description:
I required a revision of my rt total knee due to instability. The original was done in 2003. The revision was done in 2007, and the surgeon used stryker orthopedics scorpio ts revision prosthesis. After having months of severe anterior tibial pain, the surgeon took an x-ray. This was done in 2008. I sought a second opinion and upon viewing the x-ray, the consulting surgeon found the device has come loose. The tibial post has become unscrewed from the plate above. It was intact following the revision. A copy of the link I found via the internet regarding recall of another stryker orthopedics total knee revision prosthesis dated 2007. Dates of use: 2007 - 2009. Diagnosis: total knee revision, second revision scheduled in 2009. I am awaiting a repeat revision scheduled the same day.